Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that tower door 2 had failed. A field service engineer (fse) arrived and found that no failures had been reported on the machine. The fse entered diagnostics mode and opened multiple tower doors and drawers to inspect their functionality. All components operated correctly without any issues. To confirm the system's performance, the fse ran diagnostics and had the customer verify proper operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where two doors were not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.